Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The blood glucose reading was 230 mg/dl. It was stated that the customer's blood glucose was treated with insulin drip and manual injections. Troubleshooting was performed. The programming, alarms, basals, and bolus history were correct. Ran a self test and passed. No further information was provided.